Manufacturer narrative:
Section g1: correction.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the centrimag blood pump and the reported patient outcome could not be determined through this evaluation. The centrimag blood pump IFU (rvas hde) and centrimag vas patient & device management guidelines list death as a potential complication that may be associated with the use of the centrimag system. Of note, the patient¿s duration of support on the centrimag blood pump was approximately 4 days at the time of her expiration. The us centrimag blood pump IFU states that the pump has not been qualified through in vitro, in vivo, or clinical studies for long-term use (longer than six hours) as a bridge-to-transplant or for pending recovery of the natural heart. Use of this pump for periods longer than durations appropriate to cardiopulmonary bypass procedures may result in pump failure, reduced pumping capacity, excessive blood trauma, degradation of blood contact materials with possibility of particles passing through the blood circuit to the patient, leaks, and increased potential for gaseous emboli. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was requested but was not provided. The device serial number was requested but was not provided. Approximate age of device - 4 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with an extracorporeal circulatory support pump on (B)(6) 2016. It was reported that the patient expired on (B)(6) 2016.